Event description:
It is alleged that the patient suffered complications from two surgeries. Both procedures, the first in 2004, the other in 2005 were to repair large incisional and pericolostomy hernias. The patient reported abdominal pain, bowel perforation and chronic enteric fistulas.